Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted in the left atrial appendage (laa). The laa was chicken-wing-shaped morphology. There was no evidence of leakage after implant, and proper compression was observed. Patient was continued on dual antiplatelet therapy following the procedure. On (B)(6) 2023, a transesophageal echocardiogram (tee) revealed that the device was no longer in the laa and had dislocated into the left ventricular outflow tract (lvot). The patient did not have any symptoms. Attempts were made to retrieve the laa via transcatheter snare, but attempts were unsuccessful. On (B)(6) 2023, the occluder was surgically explanted. A replacement device was not implanted. A follow-up echocardiogram revealed a stable left pleural effusion, which was not accompanied by any clinical symptoms or discomfort, and no intervention was provided for this. The patient status was reported as stable, and the patient was discharged from the hospital on 13 july 2023.

Manufacturer narrative:
An event of device embolism at an unknown time in the three months after the device was implanted was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Imaging was received from the field and reviewed by abbott medical affairs. Four angiogram images of the implant were provided. The first shows a pigtail catheter in the left atrial appendage (laa) with contrast injection. Sizing cannot be determined from this recorded image. The laa has at least 2 distal lobes but a neck that appears adequate for a conventional amulet deployment. The second image shows amulet lobe deployment with adequate compression and depth. Image 3 showed the disc reveal, with slight proximal migration of the pv side of the device as the disc is exposed. A tension test image is not provided. Image 4 showed a cable released device, with the mitral side of lobe appearing to contact the disc (no separation). Depth relative to the circumflex was difficult to assess in this single image but it may be that < 2/3 of the mitral side of the lobe was distal post device release. Regarding compression, the device lobe exhibits adequate compression and end screw offset. It was thought that the stability risk was likely from the mitral side shoulder, as it appeared to contact the disc and may not be 2/3 distal to the lcx in the final image. The provided tee images were also reviewed but could not be viewed beyond the initial frame image. The final 4 tee image sequences show lobe deployment, disc revelation and disc optimization / tension testing with the mitral side of the lobe remaining > 2/3 distal to the lcx in a 45 degree image. Sizing measurements in the tee images are consistent with a 28mm device choice. No images of device placement in the 0, 90 or 135 degree tee view are provided. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Na.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was implanted in the left atrial appendage (laa). The laa was chicken-wing-shaped morphology. There was no evidence of leakage after implant, and proper compression was observed. Patient was continued on dual antiplatelet therapy following the procedure. On (B)(6) 2023, a transesophageal echocardiogram (tee) revealed that the device was no longer in the laa and had dislocated into the left ventricular outflow tract (lvot). The patient did not have any symptoms. Attempts were made to retrieve the laa via transcatheter snare, but attempts were unsuccessful. On (B)(6) 2023, the occluder was surgically explanted. A replacement device was not implanted. A follow-up echocardiogram revealed a stable left pleural effusion, which was not accompanied by any clinical symptoms or discomfort, and no intervention was provided for this. The patient status was reported as stable, and the patient was discharged from the hospital on (B)(6) 2023.